Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient an irritation. The patient reported the skin is bruised and feels like "100 mosquito bites." Patient reported that the skin was very itchy. There was no alleged device malfunction contributing to the irritation. Patient use was discontinued due to irritation by a physician. Outcome of the irritation is unknown.